Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) for birth control. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced loss of libido ("loss of libido"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraines"), dizziness ("light headedness"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, weight increased, migraine, dizziness, abdominal pain lower, mood swings, female sexual dysfunction, dysmenorrhoea, headache, anxiety, panic attack, depression, feeling abnormal and insomnia outcome was unknown, the dyspareunia, fatigue, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, panic attack, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 174 lbs. 3 coils protruding outside both fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea; dyspareunia; pelvic pain,menorrhagia" . Most recent follow-up information incorporated above includes: on 20-jun-2018: events-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), headaches, anxiety, panic attacks, depression, brain fog, insomnia, vaginal discharge, hair loss, plaintiff did not undergo essure confirmation test", reporter, lot number, concomittant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) for birth control. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced loss of libido ("loss of libido"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraines"), dizziness ("light headedness"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, weight increased, migraine, dizziness, abdominal pain lower, mood swings, female sexual dysfunction, dysmenorrhoea, headache, anxiety, panic attack, depression, feeling abnormal and insomnia outcome was unknown, the dyspareunia, fatigue, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, panic attack, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 174 lbs. 3 coils protruding outside both fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming: dysmenorrhea; dyspareunia; pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Current weight 174 lbs. Concurrent conditions included paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) for birth control as well as amitriptyline and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced loss of libido ("loss of libido"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), dizziness ("light headedness\dizziness"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid"), sinusitis ("sinus infection"), dysuria ("I went to the bathroom to pee, it burnt pretty bad."), abdominal distension ("pregnant bellly"), procedural pain ("I am in so much pain right now,I had my hysterectomy this morning") and vaginal prolapse ("fall vaginal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dizziness, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, headache, anxiety, panic attack, depression, feeling abnormal, insomnia, thyroid disorder, sinusitis, dysuria, procedural pain and vaginal prolapse outcome was unknown, the loss of libido, dyspareunia, mood swings, fatigue, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the weight increased, alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, panic attack, pelvic pain, procedural pain, sinusitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight 174 lbs. 3 coils protruding outside both fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea; dyspareunia; pelvic pain,menorrhagia" concerning the injuries reported in this case, the following one were reported from social media report : thyroid, abdominal distention, post procedural pain, vaginal prolapse, sinus infection, I went to the bathroom to pee, it burnt pretty bad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events added: thyroid, sinus infection, I went to the bathroom to pee, it burnt pretty bad, pregnant belly,post procedural pain,fall vaginal wall. Event outcome were added, reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain on left side') in a 27-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Current weight 174 lbs. Concurrent conditions included paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) for birth control as well as amitriptyline and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced loss of libido ("loss of libido"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), dizziness ("light headedness\dizziness"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid"), sinusitis ("sinus infection"), dysuria ("I went to the bathroom to pee, it burnt pretty bad."), abdominal distension ("pregnant bellly"), procedural pain ("I am in so much pain right now,I had my hysterectomy this morning"), vaginal prolapse ("fall vaginal wall"), arthralgia ("pain in my knees/ hip pain"), abdominal pain upper ("cramp like pains in my stomach"), back pain ("lower back pain") and acne ("I had all over acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dizziness, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, headache, anxiety, panic attack, depression, feeling abnormal, insomnia, thyroid disorder, sinusitis, dysuria, procedural pain, vaginal prolapse, arthralgia, abdominal pain upper, back pain and acne outcome was unknown, the loss of libido, dyspareunia, mood swings, fatigue, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the weight increased, alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, panic attack, pelvic pain, procedural pain, sinusitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight 174 lbs. 3 coils protruding outside both fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea; dyspareunia; pelvic pain,menorrhagia" concerning the injuries reported in this case, the following one were reported from social media report : thyroid, abdominal distention, post procedural pain, vaginal prolapse, sinus infection, I went to the bathroom to pee, it burnt pretty bad. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- lower back pain. Reporter were added. On (B)(6) 2020: social media received new event-I had all over acne was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain on left side') in a 27-year-old female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Current weight 174 lbs. Concurrent conditions included paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) for birth control as well as amitriptyline and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced loss of libido ("loss of libido"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), dizziness ("light headedness\dizziness"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), thyroid disorder ("thyroid"), sinusitis ("sinus infection"), dysuria ("I went to the bathroom to pee, it burnt pretty bad."), abdominal distension ("pregnant bellly"), procedural pain ("I am in so much pain right now,I had my hysterectomy this morning"), vaginal prolapse ("fall vaginal wall"), arthralgia ("pain in my knees") and abdominal pain upper ("cramp like pains in my stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dizziness, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, headache, anxiety, panic attack, depression, feeling abnormal, insomnia, thyroid disorder, sinusitis, dysuria, procedural pain, vaginal prolapse, arthralgia and abdominal pain upper outcome was unknown, the loss of libido, dyspareunia, mood swings, fatigue, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the weight increased, alopecia and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, depression, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, panic attack, pelvic pain, procedural pain, sinusitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight 174 lbs. 3 coils protruding outside both fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea; dyspareunia; pelvic pain,menorrhagia" concerning the injuries reported in this case, the following one were reported from social media report : thyroid, abdominal distention, post procedural pain, vaginal prolapse, sinus infection, I went to the bathroom to pee, it burnt pretty bad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: events: arthralgia, abdominal pain upper were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), weight increased ("weight gain"), migraine ("migraines"), dizziness ("light headedness"), abdominal pain lower ("cramping"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido, dyspareunia, weight increased, migraine, dizziness, abdominal pain lower, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain lower, dizziness, dyspareunia, fatigue, loss of libido, migraine, mood swings, pelvic pain and weight increased to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.